Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, other-medical. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "intracapsular rupture, color modification, stage 1 prosthesis shell and effusiont/lymphorea". This record is for left side. The device was explanted.